Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer will continue to use current pump and will revert to insulin pens if needed. There was no adverse impact to the customer¿s blood glucose level.